Manufacturer narrative:
Sample tested was from a lab employee that had previously tested high for d-dimer using triage at different facility (years ago). They wanted to run the sample to see how it correlated between 2 methods - triage d-dimer test and acl2000. Five returned edta plasma sample were tested on qc retains. Samples were tested before and after treatment for hama antibody interference, and gave <100ng/ml for all samples. All controls tested passed qc criteria. A review of manufacturing data met all release criteria. Complaint was not confirmed. No corrective action required as no product deficiency was established.

Event description:
In 2009, false negative results with triage d-dimer test compared to results on acl2000. Customer ran sample and found significantly different results between methodologies. Acl2000 had result of >5000 where triage was <100.